Manufacturer narrative:
Bench service performed corrective action which included replacement of the power cord. Following electrical safety testing and verification procedures, the device was confirmed to meet specification and was returned to service.

Event description:
Philips received a complaint regarding a v60 device which during bench technical evaluation, was found to have a power cord with electrical resistance above the allowable limit, thus failing electrical safety testing. This condition indicates that the power cord requires replacement. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.